Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer receives 8100 (s/n (B)(4), with display language other than english. Case resolution: customer recognizes device displays different language during programming on 8100 (s/n (B)(4). ¿ explained to customer the probable cause with the operate software. ¿ device not displaying any error codes associated with displaying different language. ¿ informed customer to re-flash the operate software back onto device. ¿ customer did not see any change to different language correction. ¿ customer will call into our service notification group to assist with RMA request (department not open at time of call). ¿ informed customer if any further concerns and/or issues to give a call back. ¿ end call.